Manufacturer narrative:
Complaint f/u: review of case summary provided by the hospital; no complaint sample returned for evaluation; no case images, videos, etc. Were provided for review. Complaint sample evaluation: complaint sample was not returned to rex for review. Retain device evaluation: no device retain evaluation performed for this lot number. Root cause: a definitive root cause for this reported product failure was due to an off label usage of the devices. Conclusion: there was no complaint sample available for return to rex for investigation. A device history record review could not be performed to see if there were any abnormalities during the manufacture of the devices as the lot number in question was not provided. A definitive root cause for this reported product failure was due to an off label usage of the device by the physician. The complaint form stated that the first device had perforated the muscle where the tip was lost; the second case had the device being used in the brachial cephalic which is an area not indicated for use in the directions for use. This product complaint is considered an isolated incident.

Event description:
Per the field complaint report: physician had (2) cleaner 15 cases where the tip broke off from the device. Physician was in the arm and perforated the muscle. When he pulled the device back, the tip broke off stayed in the musculature. The second case, he was passing thru the arm in the brachial cephalic. When pulled back, the tip popped off went into central vein and into svc and subsequently, they lost it.